Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the act and up buttons were sticky and not as reactive. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had rejected new batteries and had given multiple random no delivery alarms. The customer also stated that insulin pump had scratches on screen warp display and takes longer to rewind and will prime extra drops of insulin after button is released and had battery life diminished. The insulin pump will not be returned for analysis.